Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had temporary loss of capture. The lead was replaced after waiting for the patient's bed sores to heal. There were no patient complications reported as a result of this event.